Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, it is unknown when the sample was received. An actual sample was received for evaluation. The sample was submitted for an underwater leak test and no blockage was observed. The reported condition was not confirmed, and the root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set that was blocked. The condition was identified during priming, and the patient was not connected to the set. There is no patient involvement reported. No additional information is available.